Event description:
It was reported the physician attempted to implant the lead on (B)(6) 2013. During the procedure, the physician determined the pt had a cerebrospinal fluid leak. A blood patch was performed and the implant procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.